Manufacturer narrative:
The reported field event of lead connection problem was not confirmed in the laboratory. The reported field event of set screw coming out of header was confirmed. This is consistent with user error. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, set screw came out of the device header, and the lead could not be inserted into the header. The device was not implanted and was replaced. There were no patient consequences.